Event description:
Urology office used two of our 1820m prostate biopsy needles on two different patients. The biopsies were performed by two different doctors in the urology office a week or two apart. Both patients developed an infection that required hospitalisation to resolve. Remington medical, inc. Found out about the event when our sales representative called on the office as a follow-up. Our qa representative spoke with the doctor. Dr. Could not and would not confirm that he felt our needles caused the infection. Both patients are infection free and doing fine per dr.

Manufacturer narrative:
Our review of the DHR for lot # 070735 indicated that the sterilization records and the endotoxin testing was completed without any issues. Remington medical, inc. Is sending product from the same lot # to an outside lab for sterility testing. The results of this testing will be completed mid-november 2007.